Event description:
My mother had a heart valve replaced from st. Jude on (B)(6) 2007 at (B)(6) hospital. The doctor doing it, was dr. (B)(6). After her surgery, she had good days and bad days for feeling or with having no energy. Some days she just slept. On (B)(6) 2007, I got the call that my mother had passed away. (B)(6) the coroner for (B)(6) told me that the valve on my mother's heart valve had struck open and caused her to have a heart attack which killed her. She died 3 months after having the heart valve. The serial number for the heart valve is (B)(4), model number 23afn-756. Is there any information on this valve that you can send me?